Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the ccd cable is broken or the ccd is damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event was observed during pre-use inspection.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed, however causation of this occurrence has not been established as of this report. Upon further inspection, the curved pipe blade was broken due to physical handling. The adhesive on the curved rubber was missing. It was also observed that the up and down angle, fixing lever was discolored, likely due to physical handling. Lastly upon visual inspection, scratches were observed on the following unit components: the objective lens, the operation part, the grip, the up and down plate, the right and left plate, switch 1, video connector, light guide connector, light guide cover glass surface and, on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the image on the evis exera ii ultrasonic bronchofibervideoscope disappears when operating the angle but returns. There was no patient/user harm or injury reported due to the event.